Event description:
The physician performed an interventional procedure through the common femoral artery of the pt. Fluoroscopy was taken during advancement of the 6 fr sheath and nothing unusual was observed, the initial stick was not noticeably high. Following the procedure, during sheath removal, the technician noted resistance and it was noted that the distal tip of the sheath was prolapsed. The act level was 170s at time of sheath removal. Compression was held for 10 minutes during which the pt complained of pain. A few minutes later the pt's blood pressure dropped and the pt became diaphoretic. It was subsequently discovered by CT scan that a moderate size retroperitoneal hematoma of 3.1cm by 6cm occurred, extending to the tip of the liver. The pt was treated with a 8 pack of platelets and 2 units of blood. The discharge date is unk, but the pt was reported to have been discharged with no further sequelae.

Manufacturer narrative:
The device was not returned; therefore, failure analysis could not be performed. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed. Based on available information, there is no indication that the IFU was not followed. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause for the retroperitoneal hematoma and introducer sheath prolapsed issues, based on available information, is unk as it cannot be definitively determined.